Event description:
Patient was revised to address pain. Intraoperatively, it was found that the tibial tray was malpositioned (externally rotated).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Examination of supplied x-rays confirmed device mal-positioning. Review of the device history records and/or a complaint database search was not possible as the product code and lot code required was not provided. The investigation could not draw any conclusions about the root cause of the device mal-positioning. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.